Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on radio frequency board. The insulin pump connected properly to one touch ultra-link blood glucose meter. The insulin pump had cracked reservoir tube, cracked reservoir tube window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call radio frequency pic failed self-test. Customer's blood glucose level was 159 mg/dl. Troubleshooting for the alarm was performed. Customer advised they reverted to manual injections and experienced the alarm twice. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.